Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed at another hospital via tha. It was reported that the revision surgery was scheduled on (B)(6) 2020. No further information is available. The repetitive dislocation and pain caused removing the implants. The surgeon commented that the poorly set-up of implants at the primary surgery was the reason of the repetitive dislocation and pain.